Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 04:14 pm CT. The report number is being corrected from: 2183959-2018-61647 to: 2183959-2018-61536.

Event description:
It was reported that the patient's inflatable penile prosthesis would not inflate when pumped. The device had fluid loss due to broken tubing from the cylinder to the pump. The system was replaced with a 65 ml reservoir, pump, and 18 cm x 12 mm cylinders. The patient's outcome was good. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient's inflatable penile prosthesis would not inflate when pumped. The device had fluid loss from an unidentified source. The system was replaced with a 65 ml reservoir, pump, and 18 cm x 12 mm cylinders. The patient's outcome was good. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 04:14 pm CT. The report number is being corrected from: 2183959-2018-61647 to 2183959-2018-61536. Device evaluation: the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the cylinder and tubing. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient's inflatable penile prosthesis would not inflate when pumped. The device had fluid loss due to broken tubing from the cylinder to the pump. The system was replaced with a 65 ml reservoir, pump, and 18 cm x 12 mm cylinders. The patient's outcome was good. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.